Event description:
The guide bead of the inzii retrieval system (ref cd001) broke off into the abdomen when deployed. It was visualized in the right pelvic gutter during the procedure and successfully removed without patient harm.